Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic band ligation procedure performed on (B)(6) 2025. It was reported that there was a suture thread entanglement during the procedure. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 10, 2025: it was clarified that the main problem of the device was the wire they were referring to be the bands ligator.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation result: the returned speedband superview super 7 was analyzed, and the media inspection noted that the ligator housing was found to have five bands still attached to it, and one was overlapped. Additionally, during the visual inspection it was found that the ligator housing teeth were also damaged. The handle slot exhibited evidence that the trip wire had been secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It is possible that the issue when deploying the bands was related to the physician's technique, the way the device was handled, the way the device was placed, or the tortuosity during the procedure. These factors may have affected the handle's functionality, preventing successful band deployment. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure and making the bands not able to deploy accordingly, also getting them overlapped. Additionally, it is possible that the band was tried to be released from the suture, and the damage on the teeth affected the band deployment. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, causing the teeth damage and also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of suture has multiple knots.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic band ligation procedure performed on (B)(6) 2025. It was reported that there was a suture thread entanglement during the procedure. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic band ligation procedure performed on (B)(4) 2025. It was reported that there was a suture thread entanglement during the procedure. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 10, 2025: it was clarified that the main problem of the device was the wire they were referring to be the bands ligator.

Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on october 10, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.